Event description:
It was reported that the patient presented for a cardiac radiofrequency (rf) ablation treatment. The cardiac resynchronization therapy defibrillator exhibited imbibition of pacing, due to oversensing of the after potential of rf power. The patient experienced cardiac arrest, observed on ECG. The patient's condition was well after ablation. The device would continue to be monitored.